Event description:
The customer stated both hinges on the axsym processing cover are broken and the processing cover will not stay open without the yellow safety latch. In addition, the instrument is not sensing when the processing cover/lid is down and the instrument is not operational. Service was requested. No injury was reported due to this issue.

Manufacturer narrative:
Patient (B)(4); no patient involvement device code: (B)(4) break an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
An abbott field service engineer (fse) shipped a replacement processing cover with hinges to the customer. The fse worked with the customer over the phone, and provided replacement instructions. The customer successfully installed the replacement processing cover with hinges, and reported the axsym processing cover was working to customer satisfaction. An fse went to the customer site and verified the processing cover had been installed correctly. A review of the axsym system operations manual was performed and found to contain adequate information on the processing cover operation and potential hazards. A 12 month historical/quality data review found no similar complaints. No adverse trend was identified. Based on the available information and this evaluation, no deficiency was identified for the axsym incubator top door assembly/processing cover for the issue under evaluation.